Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Concomitant products: unknown remedy femoral component. Unknown remedy tibial component.

Event description:
It was reported that a patient underwent a revision due to infection.